Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that he did a reservoir change and during fixed prime, the insulin pump alarmed motor error. Blood glucose value was 127 mg/dl. He stated that after clearing the alarm, he manually primed, and since insulin would not exit the tubing, he pushed the plunger so hard that insulin leaked through the o-ring and started to come down the plunger. He mentioned that he received another motor error alarm a while back. The drive support cap was recessed. It was stated that the device was used during 15 radiation sessions and 2 pet scans. The customer was able to rewind, but the displacement test was not performed. He also reported receiving a no delivery alarm which was resolved by a complete set change. The device will not be returned for analysis.